Event description:
An end user reported using a conseal (B)(4), and when she took it out the foam detached from the plate. The conseal was still in the bowels, and she could not get it out. The morning after, the patient irrigated but the conseal was still in the bowels. She got a time on the hospital for endoscopy but the same afternoon the conseal plug came out by itself. The patient only used the conseal plug shorter times when she did a workout with max weartime 4 hours. The patient has got the prescription for the plugs on (B)(6), 2011. She has thrown the box away so she has no lot number. The patient has had the conseal plug in her handbag and the other one that she has had in her handbag she has sent as a sample.

Event description:
An end user reported using a conseal (B)(4), and when she took it out the foam detached from the plate. The conseal was still in the bowels, and she could not get it out. The morning after, the patient irrigated but the conseal was still in the bowels. She got a time on the hospital for endoscopy but the same afternoon the conseal plug came out by itself. The patient only used the conseal plug shorter times when she did a workout with max weartime 4 hours. The patient has got the prescription for the plugs on (B)(4), 2011. She has thrown the box away so she has no lot number. The patient has had the conseal plug in her handbag and the other one that she has had in her handbag she has sent as a sample.

Manufacturer narrative:
One sample was received. Examination of the conseal 50mm plug revealed the foam detached because the conseal pin was broken. The root cause was not found. As no lot number was provided, relevant documentation could not be reviewed; however, no similar complaints have been received to date for this product.